Event description:
It was reported that a pump declared an altitude alarm three times over the last three weeks. The alarm did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by replacing the cartridge, and the pump resumed normal operation after receiving tips from technical support on preventing altitude alarms.